Event description:
It was reported that during a procedure there was an issue with the fiber beam direction, it becomes to fire the laser direct to the bladder and after one minute of plugging it in the monitor suddenly stopped working. The fiber was replaced, and the procedure was completed with another of same device. There was no patient complication.

Event description:
It was reported that during a procedure there was an issue with the fiber beam direction, it becomes to fire the laser direct to the bladder and after one minute of plugging it in the monitor suddenly stopped working. The fiber was replaced, and the procedure was completed with another of same device. There was no patient complication.